Event description:
It was reported that the patient experienced hypoglycemia with glucose readings in the 40s during nighttime on consecutive days and self-treated with oral carbohydrates including juice followed by peanut butter and jelly once glucose exceeded 100. Symptoms included dizziness and fatigue consistent with low blood glucose. Outcomes included transient low glucose with recovery after oral treatment and no hospitalization or emergency intervention. Investigation included troubleshooting and education with the patient regarding recognition and treatment of hypoglycemia. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemic episodes. It was concluded that the event was related to hypoglycemia with cause unclear and that oral glucose treatment was effective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.